Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had high blood glucose level of over 600mg/dl. The customer states they treated with bolus but the levels did not drop. The customer states the highs were due to bent cannulas. The customer declined to troubleshoot the highs.